Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the pacemaker and the right atrial lead exhibited loss of capture. Header anomaly was also observed in the pacemaker. The pacemaker and the lead were explanted and replaced. The patient was recovering and stable post procedure.